Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch 2 meter continued to display the apply sample message instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The reporter stated that starting on (B)(6) 2017, when the patient attempted to test his blood glucose level, the meter continued to display the apply sample screen after blood had been applied to the test strip. The patient manages his diabetes with a combination of medications, including humalog and lantus insulins; the reporter also indicated that the patient takes exercise by walking his dogs each day. The reporter stated that prior to the start of the alleged issue, the patient had been experiencing a stomach ache which he associated with high blood glucose levels. No changes to the patient¿s usual diabetes management routine were reported following the start of the alleged issue. The reporter indicated that about three hours after first obtaining the apply sample message, the patient experienced a headache. The reporter stated that an ambulance was called at 8pm on (B)(6) 2017, and a blood glucose result of 528 mg/dl was obtained on the paramedic meter. She reported that her husband took insulin (20 units of humalog and 80 units of lantus) and later a blood glucose result of 325/328 mg/dl was obtained. The reporter stated that the patient was provided with ¿something for his stomach¿ by the healthcare professionals at hospital, but she was unclear exactly what this was. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca also noted that the patient was using the correct test strips; however, the patient had followed incorrect testing steps as he had been applying blood to the top of the test strip. The reporter stated that the test strips completely drew in the sample. The cca walked the reporter and patient through a retest, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign suggestive of a serious injury adverse event, i.e. A blood glucose result of 528 mg/dl, after obtaining the apply sample message on the subject meter. Although the patient was symptomatic prior to the start of the alleged issue (stomach ache which he associated with high blood glucose level), the alleged issue with the error message may have resulted in delay to the patient seeking treatment for his symptom.